Event description:
Clinic notes dated (B)(6) 2013 note that it has been almost a year since the patient had any seizures, which is excellent seizure control for him. However, it was also noted that the physician suspects breakthrough seizures may be related to vns battery being dead. The physician did not have a vns programming system with him during this visit to check the device. The patient was scheduled for a battery replacement due to end of service surgery on (B)(6) 2013; however, on that date, interrogation performed during pre-op indicated the generator had about 75% battery life left. As such, the replacement surgery was cancelled and a new reason for the increase in seizures has not been provided. No additional information has been provided.

Event description:
Attempts for additional information have been unsuccessful.

Event description:
Information was returned that the patient had not been seen since the event. No information was available.